Event description:
This is report 2 of 3 involved in this event. This is a report of a home patient (hp) who had difficulty connecting the transfer set to the titanium adapter for use during dianeal therapy. It was reported that a 3 mm gap was observed at the junction of the devices. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer sets was identified. A sample of the device was received and is pending evaluation. A batch review was conducted for potentially associated lot numbers h12k26058 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if any additional relevant information becomes available.